Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the culture test result of the third-party labs as follows: sampling date: on (B)(6) 2024, sampling from: inner wall, cfu: unknown (excessive colony count), bacterial identification: none. Sampling date: on (B)(6) 2024, sampling from: outer wall, cfu: unknown (normal), bacterial identification: none. The device was evaluated where it was found that the device was leaking from the biopsy channel. Therefore, reprocessing on the device was highly possible to be conducted insufficiently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.